Event description:
Caller reported a malfunction on the pump, identified by a malfunction code which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was informed to use a backup insulin pump while waiting for a replacement. Tandem technical support arranged to send a new pump and provided instructions for returning the malfunctioning pump. The customer understood and acknowledged these steps.